Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient mentioned that after his treatment was completed this morning he found fluid inside the cassette door. The cycler was replaced. Follow up information was received from the patient's nurse who reported that there was no patient injury related to the event.